Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg will not charge for more than an hour. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device was disposed by the facility.